Event description:
It was reported that the customer insulin pump had bolus anomaly. Customer's mother stated that the insulin pump derived 10.0 units bolus and they did not program the bolus. Checked the bolus history and it was recorded 10.0 units' bolus in bolus history. Customer mother stated that she disconnected the insulin pump due to her daughter's blood glucose dropped rapidly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.